Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the plunger case tamper seal was removed, the top and bottom case were cracked and visible contamination was observed. Review of the event history log showed an occurrence of "battery communication timeout" error message. Functional testing duplicated the reported issue during the power up process. The investigation determined that the battery pack not operating as intended due to normal wear was the cause of the reported issue. It was noted that the battery was over six years old. The battery pack was replaced. As the device is beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously., corrected data: h6: health effects

Event description:
It was reported that during a returned order service it was determined that the battery was not working.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.